Event description:
It was reported that the patient was experiencing inappropriate auto mode switch due to atrial noise exhibited by the right atrial lead. It was noted that the patient was experiencing dizziness but it was not determined if it was due to the auto mode switch episodes or from medications. No device intervention was performed. No further information available.